Manufacturer narrative:
The pitstop is assembled by the supplier simagec. The omission of the radiographic markers occurred during this assembly step.

Event description:
During a subtalar arthrodesis procedure, the surgeon reported difficulty visualizing the pit stop implant under fluoroscopic control. According to the user, the implant did not display the expected radiographic indicators, which are normally visible thanks to the integrated radio-opaque markers. The provided images show: good visibility of bony structures, the presence of the metal guide used during the procedure, no identifiable radiopaque element corresponding to the expected pit stop markers. The user indicated that insufficient visibility of the device resulted in difficulty locating and assessing the implant's positioning during the procedure. Reference : m20 sp010 batch : 2305095.

Event description:
During a subtalar arthrodesis procedure, the surgeon reported difficulty visualizing the pit stop implant under fluoroscopic control. According to the user, the implant did not display the expected radiographic indicators, which are normally visible thanks to the integrated radio-opaque markers.